Manufacturer narrative:
Per tandem's user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." The pump user guide states not to use any other insulin with this system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer had been using apidra insulin within the pump. Customer suspected cause of occlusion was due to air bubble within the luer lock connection. Customer's blood glucose level ranged between 338-339 mg/dl. A correction bolus was delivered to address bg. Additionally, it was reported that the customer experienced bg of 50 mg/dl due to over bolusing. Juice was consumed to address bg.